Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an ongoing issue with questionable results and data flags for bilt3 bilirubin total gen.3 on cobas 6000 c (501) module serial number (B)(4). The customer stated when the samples were repeated, the results were in the normal range. Of the data provided for two patient samples, only the data for one patient sample was a reportable malfunction. The initial result was 1.1 mg/dl and the repeat result was 0.3 mg/dl. The erroneous result was reported outside the laboratory, but was corrected. The patient was not adversely affected. The customer replaced the lamp and cleaned the reaction cells. The customer then ran qc which had a data flag attached. The customer had two reagent packs onboard the analyzer. When the current reagent pack finished and the standby pack went into use, the issue stopped occurring. A specific root cause could not be determined. Upon follow up with the customer, there were no further issues. As the replacement of the reagent pack resolved the issue, most likely the affected reagent pack was not stored or handled properly. Other possible causes include a too high sample concentration, a lipemic sample, or obstructions in the optical path of the photometer.